Event description:
The surgeon reported a revision surgery to explant the pectus bar was performed at 2 1/2 years instead of the 3 years that was expected. The revision was a result of pain the patient was experiencing due to the ten inches of growth they experienced in one year. When the bar was explanted the stabilizer was in two pieces, all parts were retrieved from the patient. The surgeon is unsure about the exact part and lot numbers or date of the surgeries.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.